Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent spinal cord stimulator (scs) explant procedure. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2025. Block d6b: explant date: (B)(6) 2025. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6) batch/lot number: 7077024 model/catalog description: coveredge 32 surgical lead kit 50 cm unique identifier (UDI): (B)(4).